Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a person using the ilet experienced hyperglycemia after being disconnected from the pump for approximately five days without taking any manual insulin and without wearing a sensor, after which tubing, cannula, and sensor were replaced and the sensor was activated; the device displayed high glucose with a reported value around 300 mg/dl, and the user was advised to contact a healthcare provider and to check blood glucose with a meter. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no medical intervention, no hospitalization, and no immediate health effects. Investigation included review of product history, review of device software and event data as available through customer report, and user education and troubleshooting. Investigation of this case revealed no device malfunction reported and user non-use of insulin therapy as a likely contributor. It was concluded that the event was related to hyperglycemia with an unclear device-related cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.